Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported the consumer was implanted as part of a study protocol looking at deep brain stimulation for obesity. The rep. Was informed the consumer committed suicide and died. The healthcare provider who worked with the clinicians who managed the trial "expressed they didn't believe it was related to the device or therapy, but due to the nature of the study it couldn't be ruled out completely and determined to be completely unrelated. The date of the consumer's death was either the (B)(6), since the consumer was found on the (B)(6), but they think it may have occurred the (B)(6). Relevant medical history includes other and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.